Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the patient with this pacemaker stated that their remote communicator displayed a red call doctor icon. Subsequently, troubleshooting efforts were performed; however, it remained unresolved. Additionally, a 4g adapter was shipped. This pacemaker remains in service. No adverse patient effects were reported.